Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2022. A review of pump data will be conducted and the results will be submitted in a subsequent report.